Event description:
On august 15, 2006, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was displaying the error 2 message. The medical affairs specialist (mas) sent a letter to the patient, after the patient could not be reached by phone on two different days at different times. The patient said, he was unable to obtain a reading on the reported meter. Information was not provided as to how long the patient had been unable to obtain a meter reading. No information was provided regarding the patient's diabetes treatment regimen. On an unspecified date in 2006, at 4:30 pm, the patient experienced a "light headache, stomach pain, and chest pain". He went to the hospital. Information was not provided as to how the patient was transported to the hospital. A result of 400 mg/dl was obtained on the hospital device. The patient was treated with IV fluids and was admitted to the hospital. Further hospital treatment, the patient's diagnosis during the hospitalization, and the length of the patient's hospitalization were not provided. The customer care advocate (cca) discovered that the patient's testing technique was incorrect. The cca walked the patient through retesting and the error 2 issue was resolved. The meter, test strips and control solution were replaced. The complaint is reported because, the patient use unable to obtain a result of the lfs meter. He experienced symptoms that suggested hyperglycemia. A hyperglycemic result was obtained at a hospital. IV fluids were administered, and the patient was admitted to the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.